Event description:
The customer reported to olympus, the olympus duodenovideoscope had a broken elevator wire. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: the forceps elevator, connecting tube, up/down knob, right/left knob, and universal cord had foreign material. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the forceps elevator wire being completely cut off. In addition to the reportable malfunctions documented in b5, the additional device evaluation findings are as follows: the scope cover had discoloration, the suction cylinder was shaved, the electrical connector had corrosion, the play of the up/down knob was out of the standard value due to wear of the angle wire, the grip had a scratch, the bending section cover had discoloration, the adhesive on the bending section cover was detached, the image guide protector had a cut, the scope cover had a scratch, the light guide cover glass had a dent, the protector of the universal cord on the scope connector side had a cut, switch 1 had a cut, the connecting tube had a wrinkle, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the control unit had a scratch, the forceps channel port was shaved, water removal ability did not meet the standard value due to clogging of the nozzle, the switch box had a scratch, and the scope connector had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: evis exera tjf type 160r operation manual chapter 3 preparation and inspection. Evis exera tjf type 160r operation manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.